Manufacturer narrative:
Customer (person): (B)(6). Occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the patient was receiving hydration and parenteral nutrition through a cook turbo-ject single lumen power-injectable PICC. The patient noticed there was a problem with the PICC while at home and presented to the emergency room three days later with symptoms of hyponatremia and acute renal failure. The cook turbo-ject single lumen power-injectable PICC was found to be leaking from a crack on the connector line. The patient was then transferred to the intensive care unit. The cook turbo-ject single lumen power-injectable PICC was removed and kept for inspection. Additional information regarding patient and event details has been requested, but is currently unavailable.

Manufacturer narrative:
Customer (person): (B)(6). Occupation: coordinator. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the patient was receiving hydration and parenteral nutrition through a cook turbo-ject single lumen power-injectable PICC. The patient noticed there was a problem with the PICC while at home and presented to the emergency room three days later with symptoms of hyponatremia and acute renal failure. The cook turbo-ject single lumen power-injectable PICC was found to be leaking from a crack on the connector line. The patient was then transferred to the intensive care unit. The cook turbo-ject single lumen power-injectable PICC was removed and kept for inspection. Additional information regarding patient and event details has been requested, but is currently unavailable.

Manufacturer narrative:
Investigation ¿ evaluation. Hospital (B)(6) in france informed cook that on (B)(6) 2022, the connections at the batwing hub of a turbo-ject power injectable PICC (upics-5.0-CT-nt-1111, lot 14029680) were leaking. The PICC line had been in place for 2-3 weeks. Due to the failure, the patient experienced symptomatic hyponatremia and acute renal failure. The patient was active; however, it is unknown how the device was secured. The PICC line was subsequently removed and replaced. No additional harm to the patient has been reported. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU) and quality control procedures of the device, as well as a visual inspection and functional test of the returned product, were conducted during the investigation. One used 5fr PICC device was returned for evaluation. The batwing hub had split from the extension tube. A functional test confirmed leakage between the hub and extension tube. It appeared that the catheter has been cut. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for lot 14029680 found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Cook also reviewed product labeling. The product IFU, [t_ctpicctt_rev4] ¿turbo-ject peripherally inserted central venous catheters with micro puncture peel-away introducers,¿ provides the following information to the user related to the reported failure mode: intended use: ¿the maximum pressure limit setting for power injectors used with the turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated.¿ warnings: ¿the safe and effective use of turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. To safely use turbo-ject PICC lines with a power injector, the technician/health care professional must verify: the catheter lumen has ¿CT¿ on the hub to indicate the lumen is power injectable. Prior to use that the maximum pressure limit is set at or below 325 psi and that the maximum flow rate is at or below that which is listed on the catheter. Dynamic and static pressure test results are shown in the following table.¿ turbo-ject power injectable PICC dynamic and static pressure results: ¿ *maximum flow rate pressures are determined with pump safety cut-off set at 325 psi, using contrast media with a visocity of 11.8 cp.¿ how supplied: ¿-upon removal from package, inspect the product to ensure no damage has occurred.¿ according to evidence provided by the dmr, DHR, and device failure analysis, there is no indication the device was manufactured out of specification. There is no evidence of nonconforming material in house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that device design contributed to the reported failure. A previous CAPA investigation found that the root cause is related to inadequate flexural strength in a previous hub design change. The investigation further found that the devices were manufactured to specification and there was no evidence of lot-related issues. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 25feb2022, it was reported that the complaint device was in place for two to three weeks before the failure was observed. The device was subsequently removed and replaced. Patient activity level was described as "active." It was noted that the problem could possibly be a maintenance issue by the home care nurses.